Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and the device cannot be conclusively determined. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 week. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2017. It was reported that the patient had oral and tracheal bleeding. An otolaryngology head and neck surgery was consulted on (B)(6) 2017. The otolaryngologist did a fiberoptic endoscopy and was found to have stomal bleeding. The patient's hemoglobin dropped from 9.5 g/dl to 7.7 g/dl (11.9-15.5). Patient received one unit of packed red blood cells on (B)(6) 2017. Patient had no more bleeds. No additional information was reported.